Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra coil 400 introducer sheath was ovalized approximately 7.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra coil 400 would not advance out of the introducer sheath. Evaluation of the returned product was confirmed. The penumbra coil 400 introducer sheath was ovalized approximately 7.0 cm from the distal tip. This type of damage typically occurs when the rotating hemostasis valve (rhv) is over tightened on the introducer sheath. After the rhv was over tightened on the introducer sheath, the inner diameter of the lumen was out of specification. This made the lumen smaller than the outer diameter of the coil; therefore, the coil could not advance distally out of the introducer sheath. The cause of this complaint could have been user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon opening the packaging, the physician was unable to remove the device from the protective hoop prior to use.